Manufacturer narrative:
The central processing unit (pcba, cpu, v680) was returned for analysis. Visual inspection revealed no signs of damage or anomalies noted. A failure investigation (fi) technician installed the returned cpu assembly into a fi ventilator to duplicate the reported issue. During the unit testing the cpu assembly was installed in the fi test ventilator and booted in normal operation mode to check for alarms and errors. The returned cpu assembly was tested and no failures were identified. The customer complaint was not duplicated and could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020; b4: 09oct2020. It was reported to philips that the "check vent: backup alarm failed" alarm had sounded. The device was being used on a patient at the time of the event. Though the unit kept operating, the device was replaced with another v60 possessed in the hospital due to the alarm's occurrence. There was no delay in inpatient care due to this event. An international service technician evaluated the device, and the occurrence of the "check vent: backup alarm failed" alarm was not confirmed. The service technician confirmed the diagnostic error "backup alarm failed," indicating the occurrence of the applicable alarm in the error log. The cpu board was replaced to resolve the reported issue. The device was checked, cleaned, and passed all functional testing after the repair was completed. The device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported to philips that the "check vent: backup alarm failed" alarm had sounded. The device was not being used on a patient at the time of the event, and there was no delay in patient care due to this event.